Event description:
It was reported that a spectrum iq pump failed to infuse fluid during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "fluid is not going through" was not reproduced but did reproduced a high flow rate. The device was tested for flow rate accuracy and deliver an error percentage of 5.93%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified yet an over infuse was detected. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate requires readjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.